Event description:
A senior surgical technician from the user facility reports a lens exchange was performed, due to a crack on the intraocular lens (iol). The patient had complained of poor vision following surgery. The iol was replaced with the same model and diopter. In 2006, the surgeon reported the patient is doing much better. Her uncorrected visual acuity is 20/30 distance and j2 near.